Event description:
It was reported that during a laparoscopic cholecystectomy procedure, upon the second firing of the clip applier, the clip did not close all of the way and occlude the vessel. The surgeon noticed the faulty clip and removed from the vessel. Case completed with another device of the same product code. There were no patient consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.